Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the diagnostic cardiac angiogram via radial access. At the end of the procedure the physician cleaned the area around the sheath and applied the tr band. A syringe was used to insert 15ml of air into band and was removed. Within 2 minutes it was noted that patient was bleeding from access site and band was deflated. The physician re-injected 15ml of air and band appeared to hold air. The patient was transferred to recovery area and deflation occurred on schedule without any issues. There was no hematoma. Bleeding was identified almost immediately. The blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. Additional information was received on 18june2021: the patient condition was stable.